Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number: 3006705815-2025-01826. It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patient's ipg was inoperable due to patient stop charging. Surgical intervention is still pending to address the issue.

Manufacturer narrative:
Section a4: patient's weight is not available at this time.